Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, following a revision surgery (date not reported), the pt had a skin graft done over the receiver/stimulator site due to breakdown and necrosis of the skin flap. The pt is scheduled in 2008 for evaluation of the skin flap thickness and skin graft. No further info was provided.